Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the bearing of the compact air drive device was worn. It was further determined that the device failed pretest for check starting behavior at 3 bar and check the power with test bench at 6 bar: minimum 110 to 160 watt. It was noted in the service order that the device did not work. It was not reported if the event occurred during surgery; however, it was reported that the surgery was ended by using the same like device, similar product or sutured by hand. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.